Event description:
Explant of aortic prosthetic valve. The patient had vsd repair at 4 years of age and bicuspid aortic valve leading to aortic stenosis status post aortic valve replacement with st. Jude mechanical valve 3 years ago transferred from outside hospital (osh) 3 days ago for management of restricted aortic valve leaflet with concern for thrombosed aortic prosthetic valve. Transesophageal echocardiogram (tee) performed at osh confirmed a restrictive leaflet, partial thrombosis with peak gradient of 186 and good biventricular function. The aorta was opened and the aortic valve was inspected. It was characterized by prosthetic valve dysfunction.